Manufacturer narrative:
Pharmacovigilance comment: sanofi comment dated (B)(4) 2013: in this case the patient received synvisc one injection for an indication of chondromalacia grade ii (off-label use) experiencing the event of disease progression grade iii. The underlying disease of chondromalacia provides the most plausible explanation to the occurrence of the event.

Event description:
This serious unsolicited device case from (B)(6) was received on (B)(4) 2013 from a consumer (patient). This case involves (B)(6) old female patient who had disease progression (chondromalacia grade iii from chondromalacia grade ii) after receiving treatment with synvisc one injection. The patient received synvisc one for chondromalacia grade ii (off label use). Concomitant medication included anti-inflammatory drugs for chondromalacia (from some years). No relevant medical history, past drugs, other concomitant medication or concurrent conditions were reported. On an unspecified date in (B)(6) 2013, the patient received treatment with synvisc one injection, once (dose, route, batch/lot number and expiration date not provided) into an unspecified location for chondromalacia grade ii (off label use). On an unspecified date in 2013, the patient experienced a lot of pain due to disease progression from grade ii to grade iii which was confirmed by her physician. Corrective treatment: it was reported that the patient had scheduled a surgery for (B)(6) 2013 for degenerative meniscus as well as synvisc one intra-surgery administration. Outcome: not recovered/not resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.